Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer replaced the metal foot following a damage and the voicemail relates to that new foot being broken. The hydraulic foot was replaced prior to the case and this issue has now been resolved.

Manufacturer narrative:
Visual inspection showed that the immobilization system back foot is broken in two pieces. The part was probably broken by a shock. The hydraulic back foot was repaired on the (B)(6)-2018. The field service engineer confirms that the hydraulic system was checked and is fully functional. The field service engineer gave a reminder to members of the operating room on how to prepare the device for transportation.